Manufacturer narrative:
Section h3, h6: the real intelligence cori, rob10024, (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. The top cover was removed. A cable that connects to the tcu board has pulled away from the connector. There is a small amount of silicone present on one side of the connector. The most likely cause of this event is an internal electrical cable failure. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities. H6: component code

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that upon booting up the system during setup, the cori reported an nhm error. They attempted to reboot to resolve the error, but it was unable to move forward. After speaking with a number of people they were instructed to remove the outer shell and check the internal wiring, but due to the hex screws being stripped we were not able to get the cover off. The procedure was completed with an equipment swap. No case involved.